Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that she was experiencing a "calcode issue" with her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred (B)(6) 2012 at 9:50am. The patient stated that she manages her diabetes with a combination of insulin and oral medication (unknown types and dosages) and denied making any changes to her normal diabetes management routine in response to the reported issue. Immediately after the alleged issue began, the patient stated that she developed symptoms of "feeling hot and sweaty" and "had passed out". The patient informed the cca that about ten minutes after the reported issue occurred, she was taken to the ER where she was given "IV fluids and sugar pills". By 10:15am, the patient was tested on the hospital's meter (unknown device) and obtained a reading of "140mg/dl". During troubleshooting, the cca walked the patient through the proper coding procedures as recommended per the owner's booklet, but the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have received medical intervention due to symptoms suggestive of an acute complication of hypoglycemia.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on january 16, 2012 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.